Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the reason for the explant was due to endocarditis. The surgeon also indicated aortic regurgitation and perivalvular leak. According to the operative report, the patient presented with sepsis and was found to have (B)(6) in the blood, and the workup showed an abscess in the septum around the aortic valve. There was a small perivalvular aortic leak. The lv function was good. Upon inspection, the device was surrounded with areas of liquified material similar to purulent substance. The valve was removed. There were 2 abscesses around the commissure which were unroofed but were not patched. Additionally, the health-care provider has indicated that this event was not related to a device malfunction.

Manufacturer narrative:
(B)(4). Abscess on pericardial valve. Unfortunately, the edwards device was not returned; therefore, the valve could not be assessed to confirm the reported event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the operative report, it appears that the source of the infection was from bacteremia with (B)(6) in the blood.